Manufacturer narrative:
The following elements have blank data: [device model #:] for type of device: bone cement. [Device catalog (ref) #:] for type of device: bone cement. [Device identifier (di):] for type of device: bone cement.

Event description:
Glass ampoule broke inside package. Another product was opened and used to complete the procedure.

Event description:
Glass ampoule broke inside package. Another product was opened and used to complete the procedure.

Event description:
Glass ampoule broke inside package. Another product was opened and used to complete the procedure.

Event description:
Glass ampoule broke inside package. Another product was opened and used to complete the procedure.